Manufacturer narrative:
The xenon lightsource was returned for evaluation: failure analysis: evaluation of the returned device identified a failing attenuator due to wear, as well as a cable port with heat damage. The following parts were replaced: damaged rear power module; the attenuation switch to fix grinding during attenuation change; the lamp to fix lamp hard start issue. Root cause: the reported complaint is confirmed. The returned 00mlx light source is in used condition with a worn attenuator as well as heat damage to the lighting port. No manufacturing, workmanship, or material deficiency has been identified. Precautions should be taken to verify that the fiber optic cable is appropriately suited for the light source. Xenon and other high illumination light sources require premium fiber optic cables in order to achieve optimal performance and prevent damage to the fibers. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon lightsource (00mlx) makes grinding noise. In addition, the lamp requires replacement, and the "wolf" port has heat damage. It is unknown whether there was patient involvement; however, no patient injury or surgical delay has been reported.